Event description:
Event description guidant received information that during a lead revision procedure, this right ventricular lead required repositioning due to microdislodgement.

Event description:
Boston scientific received information that during a lead revision procedure, this right ventricular lead required repositioning due to microdislodgement. The right ventricular (rv) lead was partially abandoned.

Manufacturer narrative:
This right ventricular lead was successfully repositioned. Rv-lead dislodgement is considered a non-complaint; due to the nature of this allegation, evaluation of this product is not required. No additional information is available at this time. If additional information becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 140 millimeters (mm) from the terminal pin. The proximal segment was only returned with the conductor coils stretched and extending to 188 mm. The tip segment of the lead was not received. The lead was damaged likely during explant procedure. The laboratory could not confirm the allegation by analysis.